Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, lead, (B)(6) 2013; 6947, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged and was hanging in the atrium with no capture and high thresholds. The physician could not retract the helix and the lead was explanted and not replaced. The left ventricular (lv) lead dislodged and pulled back into the coronary sinus and had no capture and high thresholds. The lead could not be repositioned due to an occluded subclavian vein. The lead was explanted and replaced. The patient also developed a hematoma. No further patient complications have been reported as a result of this event.